Event description:
It was reported an asymptomatic patient presented in-clinic for follow up when post-sensed t-wave oversensing was observed. The patient received inappropriate atp during oversensing. Device was reprogrammed and patient will be monitored.